Event description:
It was reported that the right atrial (ra) lead perforated the patient's atrium. Surgical intervention was performed to explant and replace the lead. No further adverse effects on the patient were reported. The lead is expected to be returned.

Event description:
It was reported that the right atrial (ra) lead perforated the patient's atrium. Surgical intervention was performed to explant and replace the lead. No further adverse effects on the patient were reported. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.